Event description:
The facility reported an infusion pump with a failure code 812:02. The event was reported to have occurred during patient infusion. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, names and rates of medications involved, medical intervention, and set up of the infusion device.